Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600174 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The physician reported that the clip shot out of the jaws of the applier. Any clips that fell into the patient were retrieved. The patient's condition was reported as fine.